Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacement of the unit's main board. Unit was safety tested to factory's specifications.

Event description:
Customer reported an issue with the passport 2 monitor which may have affected pt monitoring. No pt injury was reported.